Event description:
Lead developed an insulation and possibly conductor defect in the pulse generator pocket. In the week prior to revision surgery the generator was found to have recorded numerous nonsustained episodes of tachycardia which on close inspection with the recorded electrograms were spurious detections caused by noise due to insulation failure in the rate sensing lead circuit. The lead was replaced.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.